Event description:
It was reported the patient was in the hospital from (B)(6) 2015 to (B)(6) 2015 because they had a heart valve replacement. While they were in the hospital, the implantable neurostimulator (ins) was turned off because it was interfering with the heart monitor. At the time of the call, the patient was in a care facility and wanted to turn the ins back on. The programmer was working, but a power on reset message was seen on the screen. They were unable to adjust stimulation. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0am0l, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).